Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited dislodgement issue. This lead was replaced. No additional adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited dislodgement issue. Additional information from the sales representative indicates that the patient was taken back for a lead revision and pocket hematoma removal. The physician went to insert a stylet into the lead to revise it's position and noted it was difficult to insert the stylet fully into the lead. It is suspected that there might have been a little blood on the end of the stylet. For this reason, the lead was unable to be repositioned and a new lead was used to complete the procedure. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Correction h6 field: patient codes. "Hematoma: e0505" was included as it was missing from the initial report. However, in the previous report it was included in the b5 field: describe event or problem. H10 field: additional MFR narrative was updated. The returned product was analyzed and determined that the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The surgery as reported code was not confirmed, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The stylet insertion difficulty allegation was not confirmed. The helix was found retracted. Noted dried blood in helix housing but not in neck (tip region). The lead tip/helix appears intact and undamaged. Continuity testing passed - indicating conductors are intact. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
Correction: - b5 field updated. - code "difficult to insert" added for the stylet. - additional MFR narrative updated with product analysis results. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited dislodgement issue. Additional information from the sales representative indicates that the patient was taken back for a lead revision and pocket hematoma removal. The physician went to insert a stylet into the lead to revise it's position and noted it was difficult to insert the stylet fully into the lead. It is suspected that there might have been a little blood on the end of the stylet. For this reason, the lead was unable to be repositioned and a new lead was used to complete the procedure. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and determined that the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.